Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported the pump software intermittently did not suspend insulin delivery. Customer's blood glucose was 250 mg/dl. Reportedly, the issue persisted, and the customer reverted to manual daily injections.